Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient had their scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Event description:
It was reported that the ipg became inoperable due to the patient not recharging or using the ipg in over 12 months.